Manufacturer narrative:
Eval summary: surgical notes for (B)(6) 2003 state the components were cemented in place with equal flexion and extension gaps and the knee was staple. Bilateral a/p x-rays from 2012 appear to show external rotation of the knee components, and slight lateral underhang of the tibial component/augment block combination. There appears to be a lateral line of separation between the bone cement and the tibial plateau. Medial/lateral views appear to show slight notching of the femur. There appears to be a pin or drill bit embedded in the medial tibial plateau. No mention of instrumentation being left in the pt's bone was found in medical records provided. There appears to be uneven joint lines between the right and left knees, indicating a leg length discrepancy; however, these are not full length x-rays. Compatibility of the implants was confirmed. A definitive root cause cannot be determined with the info provided. Device history records indicate all components were manufactured and inspected to specification.

Event description:
It is reported that the pt is experiencing pain and falls constantly. It is also reported that the pt now has to wear a knee brace.